Event description:
It was reported that the router broke at the tip during a craniotomy procedure. It was also reported that there were no adverse consequences as a result of this event and that the procedure was completed successfully. It was also reported that fluoroscopy imaging was taken to ensure the broken piece was not left in the patient. It was further reported that the router was reused.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device discarded.

Event description:
It was reported that the router broke at the tip during a craniotomy procedure. It was also reported that there were no adverse consequences as a result of this event and that the procedure was completed successfully. It was also reported that fluoroscopy imaging was taken to ensure the broken piece was not left in the patient. It was further reported that the router was reused.